Event description:
During follow-up, there was decreased high voltage impedance noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.